Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The unit was actuated several times but resulted in dry firing. Engineering disassembled the unit and found excessive tissue debris on the internal components. The root cause of the improper clip loading was due to the excessive debris within the shaft. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of error to occur. This lot was built prior to implementation of these enhancements. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "clips falling out of jaws and not clipping." Patient status - "fine."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.